Event description:
On (B) (6) 2009, the lay user/patient contacted lifescan (lfs) alleging that her onetouch ultralink meter would not power on. The medical surveillance specialist (mss) spoke with the patient on (B) (6) 2009 and obtained the following information. The patient reported that the alleged issue first occurred approximately 2-3 weeks prior to contacting lfs; however, the issue was resolved after the subject meter's battery was replaced. The patient confirmed that she was able to test successfully with the subject meter until the afternoon of (B) (6) 2009, when the subject meter did not power on again. The patient confirmed that she was able to test her blood glucose with the subject prior to having lunch on (B) (6) 2009; however, she did not recall the result obtained. Sometime after eating lunch, the patient stated that she attempted to test her blood glucose, but was unable to get a reading. Approximately 2 hours after the alleged power issue began; the patient claimed she developed symptoms of thirst and frequent urination. In response to the symptoms, the patient reported that she administered an unspecified amount of novolog insulin based on her feelings. The patient confirmed that the symptoms subsided after a while. At the time of troubleshooting, the cca noted that subject meter's battery contacts were corroded. Although the patient developed symptoms suggestive of hyperglycemia after the alleged issue began, there is no indication that the reported issue caused or contributed to this serious injury. Given the short time between the onset of the alleged issue and the reported symptoms, the patient likely felt symptomatic prior to or when the issue began. Therefore the meter did not contribute to the patient's symptoms. However, this complaint is being reported because the alleged power issue remained unresolved.

Manufacturer narrative:
Lifescan (lfs) has requested return of the subject product(s) for evaluation. If the product(s) are returned, lfs will evaluate it/them and inform FDA of product(s) that do not pass inspection in a supplemental report.